Manufacturer narrative:
Device was used for treatment, not diagnosis. Approximate date of original implant was sometime in (B)(6) 2015. The investigation could not be completed; no conclusion could be drawn, as no product was received. Manufacturing location: (B)(4), manufacturing date: 29.apr.2014, no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was treated with an open reduction internal fixation (orif) on the patient's left distal femur using a titanium less invasive stabilization system (liss) plate, approximate date of original implant was in (B)(6) 2015. The patient seemed to be doing well until mid-july when she started experiencing pain. X-rays were taken revealing a non-union and breakage of six distal locking screws. The patient went in for revision surgery of the left distal femur on (B)(6) 2015. Hardware removal of all the less invasive stabilization system (liss) parts were successfully removed. Cultures were taken and no infection was reported. The infuse bone morphogenetic proteins (bmp) was implanted at the non-union site. The femur was successfully treated with a retrograde/antegrade femoral nail (rafn), bone stimulator, and 5 cc demineralized bone matrix (medical device from allograph) (dbx) also implanted. There was no medical/surgical intervention and no surgical time delay. The procedure was successfully completed. The patient status/outcome is unknown. (B)(4).